Manufacturer narrative:
Strain relief with rapidport ez device evaluation summary: the rapidport, strain relief, port tubing and a piece of band tubing, approximately 0.5 in length were all returned. An opening was noted on the port tubing, and the port stem was visible through the opening. A piece of the port housing which connects to the strain relief connector was observed to be partially separated and bent outwards. Red fluid was observed on the inner surface of the port septum. Yellow fluid was observed on the inner surface of the strain relief. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. A port leak test was performed, and leakage was noted from the opening on the port tubing near the port stem. Under microscopic analysis, the edges of the opening on the port tubing were noted to have sharp edges. The port stem was visible through this opening on the port tubing. The edges of the partially separated portion of port housing, where the strain relief connects to the port, were observed to have striated edges, consistent with damage from a surgical tool. Two non-penetrating nicks/marks were observed on the non-separated piece of port housing which connects to the strain relief connector. Needle marks were noted on the port septum, and port septum ring. The band tubing was separated approximately 0.5 inches from the port tubing ss connector. Under microscopic analysis, the end of the band tubing was noted to have striated edges, consistent with a surgical end cut to remove the device. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "lack of restriction, 3 times fluid check carried out followed by x-ray. Volumed discrepancy at all four appointments. Leak could not be identified under x-ray." The port was removed and replaced.